Event description:
Caller reported patient experienced elevated blood glucose level on (B)(6) 2014 around 11:55 pm of 596 mg/dl; took correction via pump. Caller stated on (B)(6) 2014 at 1am patient's blood glucose level was 570 mg/dl and at 2am his blood glucose level was 560 mg/dl. Caller reported patient administered 5 units of insulin via syringe. Caller stated patient called the ambulance and was taken to the hospital where he was treated with an infusion of saline solution and given correction via syringe. Patient alleges the pump did not deliver insulin correctly. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).